Event description:
Information was received from a patient regarding an external device to an implantable pump infusing unknown drug for non-malignant pain. It was reported that since day one when the patient attempted to connect to myptm (patient therapy manager) or deliver a bolus it lagged at 90% for a minute or so. During the call the agent walked the patient through clearing data and the patient closed all applications. The patient was able to connect to myptm app like normal. It was reported that the patient allowed 4 blouses a day.

Manufacturer narrative:
Continuation of d10: product type mobile platform product ID a820 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.